Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had interprocessor communication error alarm on insulin pump. The customer blood glucose level was 5.3 mmol/l. The customer was explained about high blood glucose rules. The customer was advised to clear the alarm and complete the reservoir and tubing process and monitor pump. The insulin pump will not be returned for analysis.